Event description:
New information received indicated that fluoroscopy revealed externalized conductors on the right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device change-out for eri on (B)(6)2020, the physician checked the integrity of the right ventricular lead via fluoroscopy and lead insulation anomaly was observed. The rv lead was capped and replaced. The patient was asymptomatic and was stable prior to, during and following the procedure.